Event description:
It was reported that after a percutaneous coronary interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was pulled, the suture was not attached to the needle. Although during device removal, the movement of the foot was confirmed with ultrasonography, the device was trapped and could not be pulled out despite several attempts. The device was removed from the anatomy of the patient surgically. During exploratory surgery, the site was dissected; the vessel and surrounding tissue were found to be stiff that was believed to be due to multiple arteriotomy closures with collagen plugs. The cause for the difficulty encountered removing the device could not be determined. It was initially reported that the needles did not penetrate the vessel wall and the needles might not have been deployed in the right orbit; however, during exploratory surgery the suture was found to have penetrated through the vessel wall, but was entangled. The hospitalization duration of the patient was extended due to the product experience; however, it was reported that the patient will be discharged soon in good condition. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that needle plunger, suture, link, needles, and cuffs were not returned with the device, which limited the scope of the investigation. The reported needle-to-cuff miss, suture entanglement, and difficult device removal could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior needle-to-cuff miss may have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. The reported suture entanglement and difficult device removal would result in a failure to achieve hemostasis that would require an alternative method of hemostasis. Contributing factors for reported needle-to-cuff miss, suture entanglement, and difficult device removal included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and incorrect operator deployment technique. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. During manufacturing, the foot is deployed and closed twice to test the needle trajectory of every device. In addition, during lab testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel. The foot was deployed and completely retracted by opening and closing the lever as intended. There was no observable difficulty deploying the foot, inserting the proxy needle plunger, retracting the proxy needle plunger, and closing the foot. All proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. It was reported that the vessel was stiff due to multiple prior arteriotomies and device closures surrounding the target groin that could present challenging anatomical conditions that could have contributed to the needle-to-cuff miss, suture entanglement, and difficult device removal, but could not be confirmed. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect operator deployment technique that could have contributed to the reported needle-to-cuff miss, suture entanglement, and difficult device removal. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported needle-to-cuff miss, suture entanglement, and difficult device removal could not be determined. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.